Manufacturer narrative:
H6: code 213 - the review of the manufacturing records verified that the lot involved in this event met all pre-release specifications.

Manufacturer narrative:
D8/d9: provided additional information. H6, medical device problem code: added code 1069. H6, type of investigation: added code 10. H6, investigation findings: added code 3252. H6, investigation conclusions: added codes 4315, 22. H6, component code: added code 788. Code 22: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: endoprosthesis or delivery system: improper component placement; incomplete component deployment. Engineering evaluation summary: the gore® excluder® aaa endoprosthesis rlt231412 / (B)(6) was returned to gore and an engineering evaluation was performed. The device evaluation showed the following: a visual examination of the device showed the device was still attached to the delivery catheter and the trailing end was deployed but the leading end was not deployed. It was confirmed that the back up hatch was removed from the handle of the device. Engineering observed that the first deployment line appeared to be broken right after the first stitch on the sleeve and the deployment fiber and stopped unlacing. Engineering further unlaced the fiber from where the unlacing had originally stopped and the fiber appeared to be damaged. The fiber was sent for scanning electron microscope (s.e.m.) Imaging, and tensile stretching was observed at the end of the fiber as well as damage where the first deployment line stopped unlacing. Based on the findings from this evaluation, the physician¿s observation that the device ¿was reported to not have opened at any time when inside the patient¿, could not be confirmed as the device was manipulated after the procedure. Based on the findings of this evaluation, the physician¿s observation that outside of the patient the device was attempted to be deployed ¿with only the proximal portion opening¿, could not be conclusively confirmed. However, while it cannot be definitely determined what ¿the proximal opening¿ is referring to, it could be confirmed that the ipsilateral leg was deployed. The likely cause for the inability to deploy the device is a first deployment line tensile break. The likely cause for the first deployment line tensile break could not be determined with the available information.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2021, this patient underwent an endovascular procedure and was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. The gore® excluder® trunk-ipsilateral leg component rlt231412 utilized was reported to not have opened at any time. In an attempt to solve the situation, the lid of the deployment line access hatch was then removed. Contrary to expectations, it was found that line labeled ¿1¿ was not present contradicting the closed state of the endoprosthesis. The physician therefore decided to replace this rlt231412 with a new one and the procedure concluded as planned. Outside of the patient, the physician reportedly attempted to deploy the nonworking rlt231412 device with only the proximal portion opening.